Event description:
The company was informed that in (B)(6) 2012, the patient was admitted to the hospital due to swelling at the implant site, fever and vomiting. The patient reportedly had an air bubble over the implant site. The patient is currently experiencing pain at the implant site. Programming adjustments have been made and external equipment exchanged, however, this has not resolved the issue. Advanced bionics is in the process of gathering further information. Once more information is received, a follow up report will be submitted.